Manufacturer narrative:
This report will be updated upon receipt of the device, and when final analysis results are available.

Event description:
It was reported during ongoing use, there was a transmission received via latitude that the device was exhibiting eri (elective replacement indicator), as well as a fault code error message. Technical services reviewed the disk analysis and were able to confirm that the device was exhibiting unexpected behavior, and that it should be explanted and returned for analysis. Additionally, the feedback from tech services indicated that the observed fault code error alert was appropriate, and that therapy delivery was unaffected. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition, and were inaccurate. Therefore, they should no longer be relied upon to determine the depletion status of the device. From the historical daily battery measurement data, the daily device power fluctuations appear steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that with high likelihood, there is sufficient reserve for the device to maintain normal therapy function in the next 90 days between eri and eol (end of life). No adverse patient events and no asystole were reported.

Manufacturer narrative:
Device technical analysis: the returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the low voltage capacitor advisory population however, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during ongoing use, a transmission alert was received via latitude (home monitoring system) that the device was exhibiting eri (elective replacement indicator), as well as a fault code error message. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the observed fault code error alert was appropriate, and that therapy delivery was unaffected; however the device was exhibiting unexpected behavior. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.